Manufacturer narrative:
Covidien reference number (B)(4). The service engineer (se) inspected the device and detected water in the pneumatic system which was coming from the customers high pressure air supply.

Event description:
It was reported that, while in use on a patient, an 840 ventilator generated an inoperable diagnostic message. The patient was removed from the ventilator and placed on an alternate ventilator. There was no patient harm as a result of the reported event.

Manufacturer narrative:
(B)(4). Covidien service engineer inspected the device and replaced the flow sensor assembly. The ventilator passed the entire required testing.